Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited untreated episodes of over-sensed artifacts, which were found to be easily reproducible with provocative maneuvers. X-ray imaging was performed, which revealed a subclavian crush. This lead was attempted to be explanted. However, during explant this lead was damaged and explant was not completed. This lead was surgically abandoned. A non-boston scientific lead was implanted to complete this procedure. No additional adverse patient effects were reported.